Manufacturer narrative:
The reporter's strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Testing results (qc range = 2.6 - 3.2 inr): qc 1: 2.6 inr; qc 2: 2.6 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.

Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Medwatch field e3 occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated she received a discrepant result when testing with a coaguchek xs meter (serial number unknown). At 12:15 p.m., a sample from the patient was tested using the meter, resulting with a value of 3.2 inr. At 1:15 p.m., a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 2.2 inr. This value was believed to be correct. The patient's therapeutic range is 3.0 - 3.5 inr. The patient's testing frequency is once per week.